Event description:
It was reported that there was no lock between the implanted device and the external equipment. External equipment was exchanged and lock could not be achieved. The patient's device was explanted. The patient was reimplanted with another advanced bionic cochlear device.